Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe was missing the scale marking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak¿ insulin syringe was missing the scale marking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the maintenance order sap#(B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe scale marking missing. The probable cause for the defect is related to barrel jam at marking machine entrance, allowing the defect product flow of the process. To correct the defect it was performed the maintenance order sap#(B)(4) concluded at 14th march 2018. Confirmed: bd was able to confirm/ reproduce the incident in question. Barrel jam at marking machine entrance.